Event description:
It was reported that during surgery when the surgeon was drilling the patient´s bone the tip of the drill bit broke off. Both pieces were recovered. X ray was completed and confirmed there were no pieces left in the patient´s wound. It is unknown if there was a delay or a backup device available.

Manufacturer narrative:
The associated complaint device was not returned. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.